Event description:
Rn starting IV fluids (ringer lactate), noticed that baxter pump (number (B)(6)) was making a weird noise, showing active running but the fluids were not running through the machine.